Event description:
The manufacturer received information alleging ventilator service required error code was found during preventative maintenance on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the third-party service center. During the evaluation it was noted that an error code, vbulk fet open (e-0269), was observed in the device's error log. The third-party service technician evaluated and determined the power management printed circuit assembly had caused the issue to occur on the device. In conclusion, the device's power management pca needs replaced to address the issue. Additionally, during the service of the device, the rubber foot needs replaced for physical damage unrelated to the reportable issue. The pollen filter and maintenance label needs replacing for preventative maintenance unrelated to the reported issue.